Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed the reported problem. Rse discussed the issue with the customer and tried replacing the hard disk, but the software load failed due to the partitions. A review of the system log file found that there was a malfunction with the flexvision pc. Upon troubleshooting actions, rse identified the media failure on the flexvision pc. Rse was instructed to replace the flexvision pc. The customer ordered and replaced the flexvision pc. After the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalauation method code was corrected.

Event description:
Communication from flexvision to flexpc lost initial report text: it was reported to philips that the system lost communication between the flexvision monitor and the flexvision pc. No user or patient harm has been reported. Philips has started an investigation of this complaint.